Event description:
Event description guidant received information that during this implant procedure, a cardiac perforation occurred while inserting this right ventricular lead. An echocardiogram was performed which confirmed the perforation. The caller stated it was due in part to the technique of the physician.